Event description:
The handle of the introducer broke when the physician was trying to remove the introducer. Remains of the rupture fell into the patient's wound. The device was returned for analysis at a later date - 26jul2023.

Event description:
The handle of the introducer broke when the physician was trying to remove the introducer. Remains of the rupture fell into the patient's wound yet it was reported that the event did not result in an embolism. No advese patient conditions/symptoms were reported.